Manufacturer narrative:
The implant and the tap were not returned and the customer's complaint could not be verified. The lot number was not provided, therefore, device history could not be reviewed and manufacturing date could not be determined. The cause of the event could not be determined from the info available and without evaluation of the devices.

Event description:
It was reported that the pins were backing out post operatively from the second metatarsal, after a hammertoe repair. The implant was removed approximately 2 weeks post op. The surgery took place in 2007. Arthrex representative states that during the initial surgery, the pins were mushrooming when being tapped in, possibly due to a blunt tip in the tap. Post operatively, the pt was treated at the doctor's office. No further info is available. This is one of the two events reported from the same surgeon. This device is used for treatment.